Event description:
It was reported the patient experienced a shocking coming out of the lower left side of their body and hip area, ¿opposite of the wires.¿ it was stated the patient was ¿zapped really bad.¿ the event occurred following a CT scan of the patient¿s lower back that occurred the day of report. The target area for stimulation was the lower back, and it was stated to have helped with most of the pain but not all of it. It was reported there were no issues with shocking prior to the CT scan. Stimulation was reported as on during the CT scan. The patient had had CT scans before without having turned stimulation off. It was noted the patient was concerned about broken wires. It was further reported the patient was unable to adjust stimulation. The patient¿s programmer displayed the stimulation was on but the patient did not feel anything when trying to increase settings.

Event description:
Additional review noted there were high impedances on contacts 0 and 1 but they were not being used. A burning sensation in the lower back was noted

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7435, serial# (B)(4), product type programmer, patient; product ID 3998, lot# la2996, implanted: (B)(6) 2002, product type lead; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was going to have the implantable neurostimulator (ins) removed. It was a "failure" and "it electrocuted him." Interventions and patient outcome were not provided. Follow up information as requested, but was not available at this time. If additional information is obtained, a supplemental report will be sent.

Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient's stimulator was dead. It was reported it was unknown if diagnostics were performed. It was noted there was no malfunction associated with the patient programmer. It was reported the patient planned to discuss revision and replacement with physician. It was noted it was unlikely the patient regained adequate stimulation. It was reported the patient was able to adjust their stimulation once the device was turned on. It was reported the patient regained stimulation sensation three or four days after the stimulation loss when the patient tapped on their ins. It was noted the patient's device was restarted and reprogrammed after the electrocution. It was reported two of the patient's leads were broken and needed to be replaced. It was noted that since they were replacing the leads, it was suggested to change the stimulator as well. It was reported the stimulator had been working fine since the reprogramming and did not need to be replaced. It was noted the patient disagreed and wanted the stimulator replaced. It was reported the cause of the shock could not be determined. It was noted the patient did not want their device turned back on until it was replaced with a newer model. It was reported the patient had two broken contacts, not leads.